Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number# 2916596-2023-08126. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3/ left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection that began on (B)(6) 2023. The patient was presented to the hospital with drainage. Cultures grew meticillin-sensitive staphylococcus aureus (mssa) and the patient was started on cefazolin to treat the bacterial infection until (B)(6) 2023. The patient was transitioned to cefadroxil until (B)(6) 2023, then discharged home with drainage resolved on (B)(6) 2023. The patient re-presented to the hospital on (B)(6) 2023 with abdominal pain and increased drainage at the driveline exit site. Cultures of drainage grew mssa again. Incision and drainage was performed on (B)(6) 2023. The patient was treated with cefazolin for 4 weeks, then discharged home (B)(6) 2023 in stable condition with drainage resolved.